Event description:
Complainant alleged that the medics were attempting to defibrillate a patient (age and gender unknown), but the device would not shock the patient and the screen only displayed a dotted line. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.